Event description:
Hologic myosure reach device was not used on the patient as the scrub tech noticed the cords coming out of the handpiece prior to using it on the patient. That device was removed from the field and a new device was opened for use without any issues.